Event description:
It was reported that the lead had high impedance. The lead was explanted and replaced. New information received indicated that the lead was oversensing. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. There is only one set of setscrew marks on the is-1 pin, and it is too proximal, indicating the lead was not fully inserted into the device. There is a lead removal wire in the distal segment.